Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 430 mg/dl which was treated with manual injection. Customer stated they woke up with blank display and did not turned on. Customer stated insert battery alarm did not display on the screen. Display did not returned after insulin pump restart. The insulin pump will be replaced, and will be returned the product for analysis.